Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 309657, batch#: unknown. It was reported that the bd luer-lok had a syringe needle connectivity issue. The following information was provided by the initial reporter: customer stated that there have been several incidents over the last few months that the 3ml bd syringe not sealing properly to the greiner sliding shield wingset. They stated that they would pull back on the syringe and it would fill with air instead of blood.